Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the irrigation/aspiration (I/a) phase of a surgical procedure there was fluctuation in the anterior chamber. There was no pressure. The tubing, handpiece and cassette were exchanged with no resolution to the issue. A little bit of pressure was achieved. The case was completed using manual technique. An unplanned suture was placed due to the iris getting caught in the wound edge. The patient was sent to a retinal specialist where a b-scan was performed. The b-scan came back as normal. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the customer reported ¿chamber fluctuations in irrigation/aspiration (I/a) mode.¿ the company representative states he confirmed irrigation and aspiration sensors' calibration. This is a (B)(6) female patient. The procedure was listed as ¿phacoemulsification of the right eye (od).¿ the questionnaire states a 2.4mm temporal incision was made into the eye, ophthalmic viscoelastic device (ovd) were used, a phacoemulsification tip was used to remove the ovd. The handpiece (hp) was used (bevel up) at 40% longitudinal and 60% torsional, in burst mode at 2.23. The aspiration rate was listed as 40 and the vacuum level was listed at 600mmhg. (High vacuum can be more safely used in ia because the ia tip has a very small port opening.) Two handed technique for phaco only, one handed for I/a when the incident occurred. Steam was listed as the method for sterilization method: wrapped at 227.1 degrees, at 26.8 psi, for 5 minute sterilization time and a 40 minute dry time. Additionally, ¿when using the system while switching from phaco to I/a, the chamber was flat. Even with an intraocular pressure (iop) setting of 50mmhg, the posterior chamber (pc) was around the I/a handpiece and against the corneal endothelium. Changing the handpiece, tip and tubing made a slight difference. The surgeon was able to finish the surgery but the iris caught the temporal incision and three sutures were needed to close the incision. There was an intracameral bleed from the iris. The event occurred and the case lasted about an hour. The patient was sent to the retina specialist afterwards. The surgeon added ¿having never experienced this before, I thought that the machine malfunctioned, but after speaking with other ophthalmologists (and not finding anything mechanically wrong with the system), it may have been a shallow choroidal effusion of the patients eye. Actually, it is all an uncertainty.¿ the system operator¿s manual contains instructions for proper prime and setup. The system graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The system operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubing's are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the system contributed to the reported event.¿ the system was examined and the reported ¿unstable intraocular pressure (iop)¿ was not replicated. The company representative confirmed the irrigation and aspiration sensor(s) calibration. The aspiration flow rates and bag pressure met specifications. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 27, 2015. Based on qa assessment, the product met specifications at the time of release. The reported ¿unstable intraocular pressure (iop)¿ was not replicated, and the system was found to meet specifications. Therefore, the cause of the reported event remains inconclusive. There is no evidence to support that the system caused any patient harm. (B)(4).